Manufacturer narrative:
Evaluation of monitor was completed. The reported problem (service codes 207) was investigated. As received, the monitor displayed services codes 207 and was unable to complete detect and treat testing. The root cause of the service code was interrupted programming. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.